Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512b gasket tore. Another instrument was used to complete the case. There was no consequence to the pt's. The device was discarded.